Event description:
Reportable based on preliminary device analysis on (B)(4) 2014. It was reported that crossing difficulties encountered. The 35x4 mm 80% stenosed target lesion containing a lesion bend of <=45 degree was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Pre-dilation was performed with a balloon. A 38 x 3.50mm taxus liberté long stent was selected to treat the lesion but it could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, preliminary device analysis revealed stent detachment and stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it, indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned to the complaint investigation site and had been deployed. It was noted during the product analysis that the stent of the device was damaged. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. Traces of blood were visible in the guidewire lumen indicating the device had been advanced over the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).